Event description:
It was reported that the device was in back-up mode. An attempt to read the ID byte resulted in a "position head" message. Attempts to read memory locations failed. The patient had an intrinsic rhythm of 75 bpm.